Event description:
The ventilator was connected to the pt. The customer reports that the expiratory valve did not cycle. There was no pt injury.

Manufacturer narrative:
The device was returned to co for evaluation. A loose connection was found on pc 766. Pc 766 was replaced and the device functioned within specifications. At the request of the customer, the expiratory pressre transducer, some inidcator lamps, and the 2 minute silence button were also replaced. The device was returned to the customer after repair. The patient involved in the incident on 2/2/97 expired on 3/15/97. The initial report stated that there was no patient injury as a result of the incident on 2/2/97. Rn, mba from hospital, risk management, stated that there was no evidence that the incident on 2/2/97 contributed to the patient's death on 3/15/97.